Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as high with a ketone level of 50 mg/dl; cause was suspected to be due to air bubbles in the infusion set tubing. Customer performed a supply change to address the air bubbles. Reportedly, the customer administered a manual injection to address bg level. Customer was admitted into the emergency room (ER) and was treated with saline and insulin fluids. The customer was released from the hospital on the same day with issue resolved. Customer did not sustain any permanent damage. A system check was performed and no issues were identified with the pump, cartridge, or insulin in use at the time of the event.